Event description:
It was reported that the device was used in a laparoscopic ventral hernia repair, the shear tip was missing from the device. Another device was opened and case was completed. The tip was located on the floor. There was no consequence to the pt.

Manufacturer narrative:
Broken blade. Evaluation summary: the analysis results confirmed that the device was returned with the distal tip of the blade broken off and missing. The fractured distance measured approx 9.53mm from the top of the outer tube. The device was tested with the gen. The device functioned in air while being activated. In addition, the remaining portion of the blade penetrated and cut the chamois; however, the cut was not maximized to its full cutting power as in a conforming instrument. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert warns: "scratches on the blade may lead to premature blade failure". Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process.